Event description:
It was reported that a patient had a trouble walking since implant, and it was later said the patient had had trouble with talking since 4-5 months ago. The patient was at healthcare professional (hcp) office 2 weeks ago and his implant was on and okay after hcp checked it. It was stated that this week patient's walking and talking weren't very good and when he checked his implant he had trouble with it, but was able to confirm that his implant was off and he turned it back on. It was stated that the devices might have been off for a few days. There was a possibility of a security gate turning his devices on/off in the past. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted. This information was also reported on patient's other side implant in regulatory report # 3004209178-2013-02688.

Manufacturer narrative:
Concomitant products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot# v603774, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot# v603774, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
In addition to the previously reported information, it was reported, the patient was ¿feeling real bad.¿

Manufacturer narrative:
(B)(4).